Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the revision of left knee due to instability. Tc3/mbt in situ, tc3 removed and s-rom hinge implanted. Tc3 poly was worn and poly spine fractured. Size 5 left tc3 femoral component. No allegations against the tibial tray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "revision of left knee due to instability. Tc3/mbt in situ, tc3 removed and s-rom hinge implanted. Tc3 poly was worn and poly spine fractured, size 5 left tc3 femoral component - product and lot number covered by cement so unable to be entered." The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the sig fem adap +2/-2 offset bolt is assembled and only a small part of the implant is visible. However, there is no evidence of a device non-conformance. A manufacturing record evaluation was performed for the finished device product code 960784 lot number 318797, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the sig fem adap +2/-2 offset bolt would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 960784 lot number 318797, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 960784 lot number 318797, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: d10 concomitant.